Manufacturer narrative:
Additional information: d11 the customer¿s report of communication channel error was confirmed in the log, but testing failed to produce a ¿communications¿ channel disconnection. The review of the device logs found entries of ¿net iuc communication down¿. However, the pcu log shows the device was in an idle state. With the device in an idle state, a disconnection will produce a communication error on the attached device but will not produce an audible alarm. Testing performed on the returned devices in the ¿as received¿ configuration failed to produce a channel disconnection. The inherent swiping motion of adding and removing modules can clear any debris or deposits on the contacts making a better electronic connection. The customer reported the device was reseated and moved. Testing performed on the returned devices with the syringe module attached to the pcu¿s female iui produced a ¿channel disconnection¿ with an audible alarm. The pcu¿s female iui was replaced with a known good and testing was performed. During testing there were no errors or malfunctions observed. During testing there were no communication type channel disconnections, where the device would alert and display communication error. There was no patient involvement. The pcu was received with the instrument seal broken. Both male and female iui are observed with dried fluid and corrosion. There were no other irregularities. Female iui date code ((B)(6) 2015)) male iui date code ((B)(6) 2015)) the proximate cause of the customer¿s complaint of a communication channel error is believed to be attributed to corrosion damage of the iuis. The proximate cause of the channel disconnection not producing an audible alarm is believed to be attributed to the device being in an idle state. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 13feb2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 15oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from a bd site-visit that the device failed to alarm during communication channel errors. During unspecified programming by a clinician, a communication error occurred on the syringe pump module. The pcu and syringe module devices were removed from use (there was no patient involvement) and sent to clinical engineering. The bd technical practice consultant (tpc) was able to replicate this failure multiple times when the syringe pump module was either reseated or moved while attached to the pcu. The channel ID would not appear and communication error would immediately follow. There was no audible alarm as expected, and replicating the error was inconsistent.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from a bd site-visit that the device failed to alarm during communication channel errors. During unspecified programming by a clinician, a communication error occurred on the syringe pump module. The pcu and syringe module devices were removed from use (there was no patient involvement) and sent to clinical engineering. The bd technical practice consultant (tpc) was able to replicate this failure multiple times when the syringe pump module was either reseated or moved while attached to the pcu. The channel ID would not appear and communication error would immediately follow. There was no audible alarm as expected, and replicating the error was inconsistent.